Manufacturer narrative:
Additional information was received on december 04, 2015. This case is a duplicate of (B)(4), MFR report #: 9613350-2015-01072. Therefore, this case will be invalidated. Please rectify your records. Zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted an a.s. Glenoid m cemented on the right side on (B)(6) 2014. The patient is currently being monitored due to radiolucency.